Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent a revision due to instability and osteolysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral component option size e left compatible with lps-flex prolong catalog# 00596401551 lot# 61088116. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog# 00596203212 lot# 61744995. Tibial component stemmed precoat use of this tibial component with legacy knee catalog# 00598003702 lot# 61819572. Palacos rg 1x40 single catalog# 00111314001 lot# 72324257 (2). Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.